Event description:
Reporter called on behalf of her husband stating that a safety information letter was received from walmart that his freestyle libre 3 sensor is recalled for incorrect glucose reading. She also said the sensor is defective because it has been reading low for a long time.